Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a routine follow-up. Upon interrogation, it was noted the pacemaker exhibited the same longevity estimate as it did in 2019 as well as missing trend data. No intervention was performed. The patient was in stable condition and will continue to be monitored.